Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed the motor power error. The customer blood glucose level was 180 mg/dl at the time of the incident. Customer stated insulin pump was not exposed to a high magnetic field. Customer reported they were able to clear the alarm; however, did not prompt to rewind after error was received. Customer was assisted with performing displacement test and self-test which was passed. Customer stated the insulin pump was not dropped or bumped customer stated alarm occurred during bolus delivery; however, did not occur during rewind. The device will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0868 inches. No unexpected hrm task did not grant motor power in reasonable time. Noted during testing. Device communicated properly with the guardian link 3 and the test plug.